Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction occurred. While reporting a previous hyperglycemic event for which the patient went to the hospital on (B)(6) 2026, the patient mentioned that after having recovered and arrived home, they went again to the hospital on (B)(6) 2026. It was unknown what the cgm device was showing at the time of the event. No specific symptoms, treatment, nor duration of stay at the hospital were reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.